Manufacturer narrative:
D4 revised catalog number as it was entered incorrectly on the initial report that was submitted. D6b explant date was received and added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during an incoming clinical support call, the registered nurse expressed concerns regarding the performance signal. The pressure readings were in the high two hundreds, and the performance signal waveform appeared erratic with what seemed to be artifact. There were no issues noted with impella flow, and the patient remained stable without need for intervention. The nurse was advised that the issue was most likely related to the sensor and to continue monitoring motor currents and flow for any additional concerns, and to call back immediately if further issues occurred.

Manufacturer narrative:
H6 investigation type codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue cannot be established.